Event description:
During product evaluation by a service technician, a flo-gard infusion pump was found to have a safety clamp out of calibration. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. The cause of the safety clamp being out of calibration is unknown. To correct the condition, the safety clamp was calibrated and the safety clamp shim was installed. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up report will be sent.